Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was extracted and replaced due to high lead impedance, high threshold, and noise. The patient was not dependent. The patient was asymptomatic. Upon extraction, a fluoroscopy view revealed externalized conductors. The patient condition is stable after the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.